Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿error code 221.2010¿ was confirmed. On 08-jul-2025, lvp device was received unboxed and with paperwork. Lvp device alarmed upon power up with error code 221.2010. Internal investigation revealed a faulty logic board. Defective material from supplier. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommend bd san diego repair center to replace faulty logic board. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 221.2010. There was no patient involvement.